Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).